Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 access chemistry analyzer. The result was not reported out of the laboratory. The sample was repeated on the same unit and on another unit and negative results were obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The sample was collected in a plastic serum tube without a gel separator. The sample was normal in appearance. Qc results were within the customer's established ranges pre and post the event. A bci field service engineer (fse) verified wash arm performance, fluidics connections and the duck bill valve and no issues were noted. Fse performed high sensitivity (hs) system check, routine system check and carryover test and all tests passed within instrument specifications. Fse did not notice any hardware issues with the instrument. A clear root can not be determined for this event.